Event description:
The user from user facility reported that the device was running continuously during testing prior to a procedure. There was no patient involvement, no delay, no medical intervention, and no adverse consequences.

Event description:
No new information.

Manufacturer narrative:
In accordance to with the "final guidance on medical device reporting for manufacturers" issued on november 7, 2016, stryker instruments will no longer report the malfunction of the product continuing to run ("run-on" without user activation for our small bone powered surgical systems product lines (product code erl), as this malfunction has not caused or contributed to any serious injuries in at least two years. No new mdrs will be generated for this malfunction moving forward. Additionally, supplemental records may be filed for any past reported events that are still pending evaluation or obtain new information. Should a new serious adverse event occur attributed to this malfunction, MDR reporting will resume.